Manufacturer narrative:
Fragmentation testing of the unolok blunt fill needle per iso 7864 was conducted by the factory in an attempt to recreate the coring failure mode of the suspected batch with retain samples from batch # 17531d, and competitor bd samples (batch# 4242782). The bd product is also used by the complainant and is considered a substantial equivalent. Twenty-five samples of each needle brand were tested. Test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needles are tested per iso 7864.

Event description:
It was reported that when a nurse cored a vial, she found rubber floating in the vial afterwords. This was reported to happen 2 times on the same day.